Event description:
A retroactive review of pt flag files in the lifevest network identified a monitor reset following a treatment on (B)(6) 2013. A nurse reported that the pt stated that she was treated by the device while at home and in the emergency room (ER). The nurse stated that the report indicates that the pt passed out and went into ventricular tachycardia and the lifevest delivered a treatment that restored a normal rhythm. Review of the event shows that the treatment was delivered approximately 05:40:27. The ECG recording shows that prior to the treatment, the pt was in vt/vf. The monitor reset following the treatment. Per the ECG recording, the pt was in a normal sinus rhythm after the treatment. As the pt was in vt prior to the treatment, it is likely that an appropriate defibrillation was delivered. At 08:58:01 the device again detected vt at 182 bpm. The device delivered another appropriate treatment. The rhythm was successfully converted to a sinus rhythm at 80bpm. The monitor did not reset following the second treatment. The pt was fit with an ICD. There was no death or injury associated with the treatment event.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) was completed. As received, the monitor was fully functional. An investigation into monitors exhibiting the same issue found that the root cause for the reset is noise from the defibrillator pca high-voltage capacitors propagating on the main battery wire on the monitor c/a board. A real-time review request for a design change to address this issue was submitted to FDA on (B)(4) 2015. No adverse event resulted from the pulse reset.